Event description:
It was reported that the patient had the obtryx system - halo implanted during a procedure and has since experienced complications. These include mesh erosion and exposure, vaginal bleeding, discomfort, difficulty urinating, and dyspareunia. Subsequently, the patient underwent mesh revision surgery on (B)(6) 2024. She also claimed to have suffered severe pain, unnecessary expenses, embarrassment, disfigurement, and harm as a result of the implantation. Additionally, the patient claims that she may need to undergo further surgery and may, in the future, suffer damages such as significant pain, severe and debilitating injuries, serious bodily harm, mental and physical pain and suffering, and medical expenses due to the implantation of the device.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of august 16, 2019, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). (B)(6) hospital women's center. (B)(6). The revising physician is: dr. (B)(6). (B)(6) health specialists. (B)(6). Block h6: the imdrf patient codes capture the reportable events of: e2006 - captures the reportable event of mesh erosion and exposure. E0506 - captures the reportable event of vaginal bleeding. E2311 - captures the reportable event of adhesions. E2401 - captures the reportable event of difficulty urinating, severe and debilitating pain. E1405 - captures the reportable event of dyspareunia. E2330 - captures the reportable event of pain. E2308 - captures the reportable event of disfigurement. E0206 - captures the reportable event of mental pain and loss of enjoyment of life. The imdrf impact code capture the reportable event of: f1905 - captures the reportable event of mesh revision surgery.